Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus while delivering a bolus. The contact verified in the pump logs that the intended bolus had not yet been delivered. The customer's blood glucose (bg) level was 264 mg/dl. The customer was able to deliver a bolus successfully to address bg level. Tandem technical services educated the customer on the reason why the incomplete bolus alert occurred and customer acknowledged.